Event description:
It was reported that the arctic sun device would not fill, failed circulation pump. Requested a quote for 2000-hour service.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined as the reported issue could not be reproduced. The device was evaluated upon receipt. The reported event is unconfirmed, DHR review is not required. The reported event is unconfirmed, labeling/packaging review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device would not fill, failed circulation pump. Requested a quote for 2000-hour service. Per follow up information received via phone on 25jul2024, it was reported that the customer stated the device has been sent in for evaluation. Per sample evaluation results on 09aug2024, it was reported that they installed test mixing pump to cool and tank seals lifted. Brownish yellow substance found throughout the interior of the tank.